Event description:
Device #1 of 3: reference MFR. Report: 1627487-2015-26117 and 1627487-2015-26118. It was reported the patient's programs stopped functioning and the programs were auto-reducing when amplitude was increased. Lead diagnostics revealed multiple high impedances. Reprogramming was able to provide effective stimulation. Follow up information identified the swelling did subside, however; the patient has more invalid contacts. An x-ray was taken and revealed the extensions might be disconnected which is causing the impedances. The patient is no longer receiving effective stimulation. The patient does not want to pursue any further intervention at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.